Manufacturer narrative:
A manufacturing record review was conducted to address the cannula detachment reported. A review of the manufacturing and packaging batch records for characteristics that would potentially relate to the customer's observation was performed. Review of the syringe component for adherence to product specification. Review of complaint history indicates there have been no other reports of cannula detachment for healon endocoat product since manufacturing began at lifecore in 2011. Batch record review determined components were inspected, evaluated, and accepted per lifecore specification. The root cause of this incident does not appear to be related to the manufacturing process. Record review determined there were no deviations or comments regarding cannula detachment. The customer confirmed that the cannula supplied with the healon endocoat was not used during the procedure. The investigation indicated that the lot met product specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The lot number is unknown for the healon endocoat. Because the lot number is unknown, the expiration date cannot be determined. Because the lot number is unknown, the manufacture date cannot be determined. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information - lot number is 025344. Expiration date is 02/29/2016. Manufacturing date is 03/10/2014. Batch record review determined components were inspected, evaluated and accepted per specification per the third party manufacturer, lifecore biomedical llc. Record review determined that there were no deviations or comments regarding finger grip detachment. The root cause of the complaint is not likely related to the manufacturing process. Record review determined components were inspected, evaluated and accepted per lifecore specifications. Lifecore manually inspects 100% of product for proper assembly and damaged finger grips after syringe assembly. Investigation indicates no trend reported in the complaint history due to finger grip detachment. No changes have been made to the handling, manufacturing process, or raw materials that would contribute to this occurrence. The investigation indicates that the lot meets the product specification. A certificate of analysis was provided by the third party manufacturer (lifecore biomedical, llc). Per the certificate, the actual biological specifications were all within specifications. Model number is vt585u. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the cannula ''came off'' a healon endocoat syringe when the physician was injecting the viscoelastic. The guard was in place and prevented separation as the snap on the protector caught the cannula; however, there was enough posterior movement of the cannula to rupture the capsule. It was also noted that a tension ring was used during the procedure to assist in stabilization of the capsule. In addition, miochol was injected to effect normal tonus. Post¿operatively, the patient received the following prescriptions: alphagan and prolensa. One day post-op, patient presented with corneal edema. Patient is scheduled to return for a follow-up after 1-2 weeks.